Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 corrected: h1 (type of reportable event) and h6 (health effect - impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: manufacturing location: monument. Manufacturing date: 23-jun-2021. Expiration date: 01-jun-2031. Part number: 04.037.059s, 10mm/130 deg ti cann tfna 380mm/left ¿ sterile. Lot number: 222p892 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria.inspection sheet, in-process / inspect dimensional / final ns071283 rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 20129 supplied by jabil (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 222p892. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 21127, timoagri16.00 lot number: 61p6693 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Lot summary report dated 01-jul-2020 met all inspection acceptance criteria. Certified test report supplied by perryman company dated 09-aug-2019 was reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive lot number: 189p386 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 161p636 lot quantity: (B)(4). Production order traveler met all inspection acceptance. 28-aug-2025: DHR reviewed by: ypayero a manufacturing record evaluation was performed for the finished device with batch number 222p892. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2025, due to a broken tfna nail. Date of initial procedure is unknown.